Event description:
It was reported that oversensing of noise and myopotentials was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. Provocative testing was performed but oversensing could not be reproduced. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.